Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced blood glucose versus sensor glucose differences. Customer advised that he usually finds cannula to be bent. Customer's blood glucose was 160 mg/dl. After troubleshooting, customer was advised that sensor would need to be replaced. No further information provided.